Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found inside the medication port of the intravia bag. This occurred during transfer of meropenem to the bag. The particulate was described as a free floating black particle, round, size of a pin head. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: catalog number, lot number, expiration date, 510k number. Should additional relevant information become available, a supplemental report will be submitted.